Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered inability to have sex, pelvic pain, repeated bladder infections, and additional surgery for prolapse. No further information has been provided.